Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture threshold and high pacing impedance. The right ventricular lead was capped and replaced on (B)(6) 2022. No patient consequences were noted.